Event description:
IV bag contained 100mg of ms04/100ml infusing at 1 mg per ml hung by rn. At 01:10 am, the night shift nurse reported the entire bag had infused, however, the pump read that 8 ml had infused (which would be correct amount for time lapsed but the IV bag was empty). Pt had no physical effects of bolus infusion. Pump sequestered and testing in progress by bbraun.